Manufacturer narrative:
The investigation determined a higher than expected troponin I result was obtained from a single patient sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. The root cause of the event was determined to be user error due to incorrect treatment of a diluted patient sample by the customer. The vitros 5600 integrated system in use during the event was operating as intended. The customer had initially diluted the patient sample 10 fold as they suspected the sample had an elevated troponin I level. When a sample is diluted, the instrument applies the dilution factor to the measuring range (0.012 ¿ 80.0 ng/ml) of the assay. Therefore, a result <0.012 ng/ml becomes <0.120 ng/ml when the sample is diluted 10x. In this event, the sample did not require dilution, but the user did not recognize this. The user misinterpreted the diluted result and should have re-tested the sample without dilution (neat sample).

Event description:
The customer observed a higher than expected troponin I result from a single patient sample when processed using a vitros troponin I es reagent lot 2990 on a vitros 5600 integrated system. Patient 1 initial tropi es result: <0.12 ng/ml (x 10 dilution) vs. <0.012 ng/ml from repeat of neat sample. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result obtained was reported outside the laboratory, however, a corrected report was later issued. No treatment was altered, initiated or stopped based on the reported result. Ortho was not aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).